Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2080901. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that there is a milky-like substance coming out of the syringe when he depresses the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary customer returned (4) 0.3ml 31g 6mm syringes in an open polybag from the lot# 2080901. It was reported by the consumer that milky- like substance comes out of syringe when depressing plunger rod. All the return samples were tested and small clear droplet of material came out of the cannula from one syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2080901. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the foreign material as silicone. No root cause found h3 other text : see h10.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that there is a milky-like substance coming out of the syringe when he depresses the plunger rod.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that there is a milky-like substance coming out of the syringe when he depresses the plunger rod.